Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery and lid assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had no voice prompts and was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. In addition, without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device had no voice prompts and was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. In addition, without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed battery and lid assembly and determined the battery, which was confirmed to be depleted, to be the cause of the reported issue.